Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the lens was implanted upside down. Reportedly, 'the lens was implanted and removed due to lens flipped upon insertion'. Lens was explanted. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
H6- investigation type code: 4110- lens work order search-no similar complaint event(s) within associated lots were found. H6- health effect- clinical code: 4581- 'upside down implantation'. H11- manufacturer narrative: secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4).